Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing abdominal pain and nausea. It was believed that they were related to the location of the ipg in the abdomen. The patient will undergo a pocket revision procedure wherein the ipg will be relocated.